Manufacturer narrative:
Patient age, date of birth, and gender are not available from the facility. The device was returned to the manufacturer for evaluation. During visual and functional investigation it was found that a guidewire would not pass through the hub. Air would still pass through the lumen, so the device is patent. The balloon successfully inflated and held air. There was a witness mark at the distal end of the strain relief location.

Event description:
It was reported that during preparation for a lead extraction procedure, a bridge occlusion balloon was unable to be loaded on the guidewire. Reportedly, the surgeon was attempting to prep the bridge device prophylactically after placing a temporary pacing lead and prior to opening the pocket. When attempting to load the device on the wire, it was found that the lumen was blocked. A second bridge device was opened, although the guidewire could not be successfully passed into the vessel, so it was not used. The procedure was completed successfully.